Event description:
It was reported that externalized conductors were seen under fluoroscopy. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was noted at 7.4-7.8cm, 8.2-10.1cm, 12.7-13.9cm, 15.6-16.4cm, and 26.0-26.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.